Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. â the us-FDA recall number is z-0865-2024.â  customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. â  ge healthcare has determined the cause of the malfunctioning probe to be a probe component. To correct this issue, ge healthcare has replaced this malfunctioning probe.

Event description:
An inspection test was performed as part of correction and removal initiated by ge healthcare on 29-dec-2023 (us-FDA recall no. Z-0865-2024), and it was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in us-FDA recall no. Z-0865-2024. There was no patient involvement.